Manufacturer narrative:
The explanted devices were not returned to bsn because they were discarded by the medical facility.

Event description:
A report was rec'd that the pt was explanted due to muscle spasms and discomfort. The physician did not suspect malfunction. The pt was reportedly doing fine after the explant procedure.